Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold resulting in loss of capture at high outputs. Additionally, the pacemaker exhibited high capture threshold and was noted to have blood clot on the device header during the procedure. The pacemaker was explanted and replaced while the rv lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of high lead impedance, inadequate capture, and contamination were not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, capture tests, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.